Event description:
It was reported to boston scientific corporation on february 25, 2009, that a bagley stone retrieval helical basket was used during a procedure performed in 2005. According to the complainant, during an attempt to remove a kidney stone, the pt sustained a ureteral injury.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration dates are unknown. The suspect device did not detach, but became impacted and could not be unlocked. The impacted basket resulted in a ureteral injury which necessitated an emergent right nephrostomy tube placement by interventional radiology. Following this, a nephrostogram demonstrated complete obstruction of the right mid ureter and attempted antegrade ureteral stenting by interventional radiology was unsuccessful. The pt underwent exploration of the right ureter, removal of the retained ureteral stone basket as well as repair of the right ureteral injury in 2005. Following the open surgical correction a drain was removed two days following surgery, and a nephrostogram, performed on the third day following surgery, showed no evidence of extravasation of the contrast or any obstruction. The pt reportedly has undergone multiple surgeries to repair the related damage to her ureter. She currently is noted to use a cane and complains of on-going flank pain. The complainant indicated that the device has been retained and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The cause of the event is unknown.